Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.